Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they calibrate their ion selective electrode (ise) tests every 8 hours on the cobas 6000 c (501) module (c501). Calibration and controls were acceptable, but then they received questionable low results for a total of 18 patient samples tested for ise indirect na for gen.2 (sodium). The customer re-calibrated and results then appeared to be more acceptable. The 18 samples were repeated on a different c501 analyzer and corrected reports were issued. Of the 18 samples, the customer provided data for a total of 2 patient samples that had erroneous sodium results reported outside of the laboratory. Both patients were being tested for sodium as part of normal screening tests ordered by the physician. Both patients were sent to the emergency room based on the initial results. New samples were collected in the emergency room and resulted with higher values. The first sample initially resulted as 125 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 141 mmol/l. The repeat result was believed to be correct and a corrected report was issued. A second sample collected from the patient in the emergency room resulted as 140 mmol/l. The second sample, from a (B)(6) male patient, initially resulted as 126 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 139 mmol/l. The repeat result was believed to be correct and a corrected report was issued. A second sample collected from the patient in the emergency room resulted as 139 mmol/l. After being tested in the emergency room, the patients were later released. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer found dried potassium chloride material in the ise compartment. He removed and replaced all electrodes, cleaned the ise compartment, and deleted old control data from the analyzer software. He ran calibration and controls. He verified operation of the analyzer. The customer has not reported any additional issues since these actions have been performed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Potential root causes include ise/reference flow related issues, calibration errors, operator errors, pre-analytic sample handling issues, or hardware problems.